Manufacturer narrative:
Results: the returned handle was undamaged. The nose cone funnel hole was measured with a pin gauge and was within specification. Conclusions: evaluation of the returned handle revealed an undamaged and functional device. During functional testing, the returned handle was tested with a handle test fixture and performed within specification. The returned handle was able to detach a demonstration ruby coil without issue. The reported complaint could not be confirmed. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the reported complaint could not be determined. Penumbra handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the common hepatic artery using a ruby coil, ruby coil detachment handle (handle) and, lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil into the target vessel and used the handle to detach it; however, the ruby coil failed to detach after several attempts. Therefore, the handle was removed. The procedure was complete using a new handle with the same ruby coil and lantern. There was no report of an adverse effect to the patient.